Event description:
The customer tested her blood glucose using her contour meter and received a reading between 178-206mg/dl. She re-tested on another contour meter and the reading was approximately 108-125mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer